Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
On (B)(6) 2023 information was received from a manufacturer representative (rep) regarding a patient who was implanted with an implantable neurostimulator (ins). Caller states they are in the or implanting a new ins and they saw an error message on the tablet error code 00 01 00 bb. Per caller, pressed 'continue' they then saw "system error 0x4ea9bc8e" with their only option to restart. The caller restarted the tablet, entered and exit pt data services application, and then tried to connect to ins again and got the same validation error. The battery would not connect to the tablet, rep called tech support and restarted the tablet multiple times and the error codes did not clear validation error and system error code 0x4ea9bc8e. Rep called tech support and restarted the tablet multiple times, and the error codes did not clear after 5-6 tries. The caller restarted the tablet, entered and exit pt data services application, and then tried to connect to ins again and got the same validation error. Caller mentioned he had seen this issue before-- tss noting that not all sr info gathered as caller was in or and ended the call after tss noted that another ins may need to be used. Rep had to open another battery and it worked just fine. Tss called caller back to review the root cause of this issue is known and that ins doesn't need to be replaced but caller had already opened a new ins to use and they didn't have any issues with interrogation. On (B)(6) 2023 additional information was received from a manufacturer representative(rep). The rep reported that they returned device and reported they were unable to get logs. On (B)(6) 2023 additional information was received from a manufacturer representative (rep). The rep reported that the software version is not known, they were unable to connect to it, but the issue was resolved.

Manufacturer narrative:
H3: the ins (B)(6) passed all testing in the laboratory and no anomalies were identified. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.